Event description:
According to the reporter, following an open umbilical hernia repair procedure, the patient came back with redness and infection on the wound. The only variable they have been able to isolate was the suture that was used on the patient. The wound was cleaned, and antibiotics were administered to complete the case and resolve issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.